Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. The device was successfully implanted; however, the guide wire met resistance with the lesion calcification during attempted removal. The stent likely interacted with the damaged guide wire and/or other devices used to aide in the removal of the guide wire causing the reported material deformation and device damaged by another. Due to delayed treatment the patient experienced cardiac arrest and was recovered with defibrillation. Bypass surgery was performed successfully. A cine of the procedure was received and reviewed by an abbott vascular clinical specialist. The reviewer concluded that based upon the incident report, the actions used to attempt the guide wire component retrieval directly lead to the stent geometry disruption and are not the result of any failure of the stent components post deployment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Additional information was received stating that the ht turntrac guide wire separated at the core. A snare was used to attempt to remove the guide wire. The physician cannot confirm the location of the separated guide wire portion as the patient was transferred to another hospital where bypass surgery was performed. Cine images revealed that the distal tip of the turntrac guide wire was allowed to remain in a prolapsed position.

Manufacturer narrative:
The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional ht turntrac and hi-torque bhw devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that the percutaneous coronary interventional procedure was to treat a heavily calcified lesion in the left anterior descending artery. After successful implantation of a 3.5x15mm xience sierra stent, an ht turntrac guide wire was caught in the distal artery (surely in calcification). When removal of the guide wire was attempted, the distal tip became damaged (frayed/ unraveled). A balance heavyweight (bhw) guide wire, microcatheter and a lasso were used to remove the turntrac guide wire; however, due to multiple handling, the guiding catheter and the different devices used during that attempt finally damaged the implanted stent which became curled up and collapsed. The patient remained stable and was transferred to (B)(6) in urgency to have a bypass. At (B)(6), the physicians team did not want to perform the bypass immediately, but the patient suffered a cardiac arrest and was recovered with defibrillation. The bypass surgery was performed and the patient's condition is good now. No additional information was provided.